Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by drawer failure. A field service engineer replaced the communication bus module control board, drawer controller board, position sensor and reconnected the communication bus cable to the drawer and restart the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer 5 was not being detected on communication bus which prevented the user from removing medication for a patient. The customer stated that there was a delay in dispensing medication as the pharmacy staff had to load duplicate medications in other storage spaces on the station, but no harm reported. There were no adverse events or injuries reported based on this event.